Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, ventricular tachycardia, chest pain and shortness of breath. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (brand name), (model, catalog, lot number, and expiration date), (date received by the manufacturer), (manufacturing date), (evaluation codes), the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, ventricular tachycardia, chest pain and shortness of breath. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the implant records indicated that filter placement was due to a history of deep vein thrombosis with hypercoagulability and due to trauma. The filter was placed at the level of the l2-3 vertebral space, and a post venogram was done to confirm placement. There was no report of complications. The patient had a MRI port implant in the left subclavian site at the time of ivc filter implant. The powerport was placed secondary to poor peripheral venous access. According to the information received in the patient profile from (ppf), the patient became aware of these events approximately seven years and twenty days post implantation. The patient reports blood clots, clotting and/or occlusion of the ivc. The patient reports anxiety and constant abdominal pain.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, ventricular tachycardia, chest pain and shortness of breath. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Chest pain, shortness of breath and ventricular tachycardia do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombosis post implant, ventricular tachycardia, chest pain and shortness of breath. The patient reportedly became aware of these events approximately seven years and twenty days post implantation. The patient reports blood clots, clotting and/or occlusion of the ivc, anxiety and constant abdominal pain. The indication for the filter implant was a patient that needed bilateral knee surgery related to trauma with a history of multiple deep vein thrombosis and subsequently discovered hypercoagulable state. The filter was placed via the right groin and the tip of the filter was advanced to the l2-l3 inner space. A venogram was performed to ensure the filter was below the level of the renal veins and the filter was deployed. Due to the patient¿s difficulty with peripheral access an MRI port was placed during the same procedure as the filter implant via the left subclavian vein. The patient is reported to have tolerated the procedure well and post procedure film showed adequate placement of both the filter and the tip of the port catheter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films or images for review the reported event(s) could not be confirmed. The patient¿s history of a hypercoagulable state may have contributed to the reported events blood clots, clotting and or occlusion of the inferior vena cava. Chest and abdominal pain, shortness of breath and ventricular tachycardia do not represent a device malfunction and may be related to underlying patient related issues. With the limited information provided it is not possible to determine what factors may have contributed to the reported events, clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.